Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that left ventricular (lv) lead thresholds rose into a high range a few months post-implant. The lead was capped and replaced during the patient's next generator change. No patient complications have been reported as a result of this event.